Event description:
It was reported that while attempting to treat a patient (age & gender unknown), the device's defective o2 sensor alarm occurred and the ventilator stopped ventilating. The ventilator was replaced with another device with no harm to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A company field service engineer (fse) visited the customers site to evaluate the device. During a site visit, the field service engineer could not reproduce the reported issue. Tech support reviewed the logs and could not find any evidence of the ventilator stopping ventilation; however, there were alarms present indicating the o2 sensor required calibration. During evaluation, the fse determined that the o2 sensor had an expiration date of 30nov2025. The o2 sensor was replaced as a precaution and the device passed all calibration and testing.